Event description:
It was reported that during a low anterior resection procedure, the stapler was inserted and the anvil was attached to the trocar and the device was then dialed down to the appropriate setting in the green zone. The safety mechanism was released. They did notice that this safety was difficult to release. The surgeon then attempted to fire this device; there was no audible/tactile feedback noted and the device was taken out. The patient was converted to a covering stoma. Additional information has been requested.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.